Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, all trocars worked fine in the beginning of the procedure. After ten minutes the surgeon noticed a whistling from the 5 mm trocar. They turned off the smoke extraction to be able to see if there was a leakage, and the gas consumption then went from 39 liters to 51 liters (10 liters) in less than five minutes, which indicates a leakage. They then opened a new 5 mm trocar and everything then was ok with the 5 mm trocar. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.